Event description:
The pt reported her blood glucose rose steadily from 15 mmol/l (270 mg/dl) to 25 mmol/l (450 mg/dl) for the following two days: (B)(6). She is a school teacher and while her students were about to enter the classroom she started to feel very ill with high blood glucose (exact bg levels not provided) and high ketones. She then decided to go to the hospital. She was admitted for diabetic ketoacidosis and was treated with an intravenous drip. She was also given a manual injection of insulin. There were no additional bg levels, carbohydrate count or insulin dosages provided. The pod was discarded.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.